Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level of 475 mg/dl. The customer¿s blood glucose level was time of incident was 500 mg/dl and current blood glucose level was 121 mg/dl. The customer was treated with insulin pump, intravenous and manual shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. The insulin pump and the reservoir will not be returned for analysis.